Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm customer stated after following instructions 1-4 upon pulling delivery device from loading device the umbrella was deployed and stayed inside loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. There was no blood detected on the device. The delivery device was returned inside of the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The delivery device was removed from the loading device. The seal was taken out from the loading device for inspection. There were no cracks and/or delamination detected on the seal. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .225 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem" is confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm customer stated after following instructions 1-4 upon pulling delivery device from loading device the umbrella was deployed and stayed inside loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.